Event description:
Knee infection. Information was received on 08-nov-2002 from the hcp who reported that a patient developed a knee infection after receiving a synvisc injection. Qa investigation results: product release data for both us and canadian facilities were reviewed. No product trends were identified, which could potentially have been associated to a product complaint. All synvisc lots released met specification limits and the data showed normal variability.